Event description:
A surgeon reported that during cataract surgery the capsular bag was ruptured. The surgeon attempted to implant the intraocular lens (iol), but it would not stay vertical in the eye. While removing the lens one haptic came off and the rest of the lens fell into the vitreous. A vitrectomy was performed.